Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found indications of two 10ml followed by one 20ml bolus test was performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation the delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No problem found, the device operates within specification. Based on these investigation results, no corrective actions will be taken at this time.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed accuracy test +8.45%".